Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient weight.

Event description:
It was reported that the patient lost their charger almost 3 years ago and has not been recharged since that time. As such, the ipg became inoperable and was unable to communicate with external devices. Surgical intervention is planned to address this issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.